Event description:
It was reported that the vamp jr was in use at the time of the issue, leakage and a disconnect from the shut off valve was noticed. No patient complications were reported.

Manufacturer narrative:
We received one vamp jr. System for examination. Dry blood was visible inside of the reservoir and tubing of the vamp system . The pediatric tubing was detached from the shut-off valve or one-way stopcock solvent bond joint. The tubing was bent at the point of detachment. Indication of bonding solvent was present on half of the tubing bonding surface. The outer diameter of the tubing was measured at the point of detachment and found to be in specification. It appeared that tubing was detached due to inadequate bonding solvent to secure the bond joint. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Device evaluation is pending. A supplemental report will be forth coming. A review of the manufacturing records indicated that the product met specifications upon release.